Manufacturer narrative:
An approved service provider evaluated the device and the device performed to specification. The customer's report was not observed during evaluation and stress testing of the device. Review of the clinical file from the reported event concluded that the device worked as designed and within the limitations of the technology. Review of file showed the device did not shock due to the patient being in a non-shockable rhythm. This is normal operation of the device. This claim has been closed as device meets specification. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after successfully delivering two shocks to the patient, the device failed to discharge the third shock. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed. D4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.